Event description:
On (B)(6) 2013 the reporter contacted animas to report a power issue with the pump. There was no further information provided. No patient injury or medical attention was reported. The technical service representative contacted the patient to obtain information and to troubleshoot the pump; however was unable to reach him by telephone. The issue was not resolved. As the issue was not resolved with troubleshooting, this complaint is being reported.